Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the cylinders would not fully deflate. A capsule formed around the reservoir producing high enough pressure that the reservoir could not refill completely, causing the cylinders to stay full. The right cylinder had also migrated lateral to the glans causing the patient discomfort and some pain. A new inflatable penile prosthesis was implanted. No further patient complications were reported.